Event description:
The pt underwent therasphere treatment to the right lobe of their liver in 7-2001 and received 153 gy. In 8-2001, their treatment was completed with the left lobe infusion of 130 gy. Both procedures went well and the pt was discharged to home in stable condition each time. The pt had minimal side effects (mild abdominal discomfort for a few days) and a good partial response to the treatment with measurable decrease in size of index liver lesions and slight interval increase of a few smaller tumors (MRI scan from 10-2001). MRI scans from 11-2001 and 01-2002 showed stable appearance of the liver. Decline in tumor marker, afp (from 16.6 ng/ml in 4-11-01 to 15.3 ng/ml in 01-2002) confirmed good response to the treatment. In 4-2002 the pt's spouse informed rptr that the pt passed away in 2002 from pneumonia and sepsis. Taking in consideration good biochemical response, radiographicaly stable disease, good clinical status and normal level of physical activity up until the time of the contraction of pneumonia, this death is not judged to be related to therasphere treatment; it is due to pneumonia and sepsis.